Event description:
A malfunction alarm occurred involving a pump distributed by rubin medical aps in denmark. There was no reported impact to the customer's blood glucose level. The customer had already reset the pump within the last 24 hours, and a replacement pump was provided under warranty. The customer declined to share their backup insulin therapy method.